Event description:
Eval revealed a cracked trace on a force sensor pin.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas. Eval revealed a cracked trace on a force sensor pin. Review of the pump history revealed loss of prime warnings associated with zero force. During the "ezprime" operation the pump did not detect the cartridge during the load step.